Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the tip of device was split and parts were falling off. No further information is available at this time. There was no adverse consequence to the patient reported.

Event description:
It was reported that during an unknown procedure the tip of device was split and parts were falling off. No further information is available at this time. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted and 100% present (not detached as reported) and with the blade damaged at the tip due to contact to the clamp arm after the tissue pad was melted away. The device was then functionally tested on the gen11 generator and an alert screen was displayed.. Probable causes of the blade damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.